Event description:
It was reported that the foley catheter experienced deflation due to trauma possibly due to lumen to lumen leak.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received. The first one shows an overview of the three-way catheter and syringe, the second photo zooms into the deflated balloon and tip, the third photo shows the catheter cap, and the last one shows a document in native language. Also received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Inflated the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), balloon concentricity was found within specification. Attempted to deflate the ballon, however only 1ml was returned after 5 minutes. The inhouse syringe was connected and it was able to passively return the remaining solution, however it was evidenced lumen to lumen leak, as blue solution was present in the drainage funnel. Sample received product does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921; it was difficult to assure the positioning of the catheter due to vision was difficult. DHR was not required as the CAPA 8266921 is applicable for this product lot number. The scope of CAPA 8266921 is applicable for this product lot number. Therefore, labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.